Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dead. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the insulin pump was off just now and told that their was no power and after changing the batteries twice the pump was dead. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. Device was monitored and tested with no blank display noted. Device received with broken battery tube thread noted.